Manufacturer narrative:
(B)(4). Although this device is included in the low voltage capacitor 2014 product advisory, upon completion of analysis, it did not exhibit the advisory behavior.

Event description:
Additional information was received that the device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
Boston scientific received information that this device, which was included in the low voltage capacitor 2014 product advisory, which was initially communicated on (B)(6) 2014, began emitting beeping tones. The patient with this device was brought in for further evaluation. After several troubleshooting attempts, the device was unable to be interrogated successfully. A revision procedure was performed and the device was explanted and replaced. No adverse patient effects were reported during the procedure.